Event description:
In 2009, a doctor reported that a patient had developed a severe rash one day after placement of a metal habit appliance.

Manufacturer narrative:
The patient returned to the doctor's office one day after placement of the appliance with a severe rash. The patient's parents informed the doctor that the patient has a known allergy to nickel and possibly other metals. The doctor removed the metal appliance and the patient went to see her pediatric physician. The patient was given three doses of prednisone steroid treatment for eleven days to treat the allergic reaction. Currently, the patient is doing well and is on a prescription antihistamine, atarax, until the rash completely clears. Once the rash has completely cleared, the patient will undergo allergy testing before continuing with the planned orthodontic treatment. This is the final report.